Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial cutaneous vein. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, during the procedure, a pinhole-like rupture in the balloon or shaft occurred. There were no patient complications nor injuries reported. It was further reported that the target lesion was 75% stenosed. The balloon ruptured during the second inflation at 10 atmospheres for 10 seconds, and there was a pinhole noted on the shaft. The procedure was completed with a different device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial cutaneous vein. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, during the procedure, a pinhole-like rupture in the balloon or shaft occurred. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial cutaneous vein. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, during the procedure, a pinhole-like rupture in the balloon or shaft occurred. There were no patient complications nor injuries reported. It was further reported that the target lesion was 75% stenosed. The balloon ruptured during the second inflation at 10 atmospheres for 10 seconds, and there was a pinhole noted on the shaft. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon catheter was returned for analysis. A visual examination identified that the balloon had been inflated. A leak test found a pinhole in the shaft of the device. Tip damage was also noted. No issues were identified with the balloon material or markerbands. No other issues were identified during the product analysis.